Manufacturer narrative:
The distributor is returning the device to verathon for evaluation.

Event description:
The glidescope ranger was reported to have a sharp edge at the seam where the molding meets, prior to first use. There was no patient involvement.